Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted approximately 14 months post implant, due to battery depletion. The physician has expressed concerns with the device's longevity. A new guidant device was successfully implanted. The device has been returned for analysis.